Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The products were returned. The returned devices were visually inspected, and anchors were observed to be broken. There was no evidence found to indicate that the reported issue was caused by the devices. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the anchors appear to be broken. Delamination - layers were intact and did not separate. Discoloration - the devices appear stained. General cleanliness - the returned devices appear to have debris or foreign particles. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer's internal reference number is: (B)(4).

Manufacturer narrative:
The complaint device has been returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the findings. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that two appliances broke from a silent nite 3d one piece twin pack. Patient is requesting a remake case due to both appliances back and both have broken anchors. No further information or injury was reported.